Manufacturer narrative:
As of the date of this report, the device has not been returned for analysis.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The lesion being treated was located in the right coronary artery (rca). The lesion was predilated with a 2.5 mm maverick balloon. While attempting to cross the lesion with the 3.00x32 mm taxus express2 drug eluting stent, a shaft fracture occurred. The procedure was completed with another device. No patient complications were reported. Patient status reported as "ok". Additional information regarding the event is unavailable.